Event description:
It was reported that revision surgery was performed due to pain and elevated metal ion levels (exact values not reported to the manufacturer). The femoral stem and acetabular cup remained implanted.